Manufacturer narrative:
Isi has not yet received the harmonic ace curved shears instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that a fragment fell inside the patient with no evidence or claim of user mishandling/misuse. All fragments were retrieved and no additional surgical intervention was required as a result of this incident. However, this failure is reportable as unintended fragments falling into a patient could require surgical intervention.

Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, the metal part of two harmonic ace curved shears instruments broke off from the tip and fell inside of the patient's anatomy. The fragments were able to be retrieved during the same procedure. The procedure was completed using a backup instrument. Refer to ID 174352 for the report on the second instrument. Intuitive surgical (is) obtained the following additional information regarding this event: this issue resulted in a delay of approximately 10 minutes in order to exchange the instruments. No further clinical information was provided. Is has made several attempts to follow up with the site to obtain additional information regarding this event. However, no further details have been received as of the date of this report.